Manufacturer narrative:
Investigation summary: two photos were returned and evaluated. The photos depict a 1ml ll syringe with a filter needle and approximately 0.15ml of medication inside, and also a medication vial present. A piece of large white foreign matter can be seen floating inside the fluid path. The fm appears to be a crushed piece of a broken off plunger rod tip. It is larger than level 3 in size and is a rejectable condition per product specification. Potential root cause for the foreign matter defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd luer-lok¿ disposable syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.